Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the physician complaint that the valve over drained, thus they decided to explant the valve and replace it by a new one.